Event description:
Patient called and stated that she was hospitalized while wearing the v-go. Patient stated that she blacked out which was caused her to fall. Patient was hospitalized for 3 days at (B)(6) hospital (B)(6). Patient was admitted (B)(6) 2019 and discharged on (B)(6) 2019 .patient also mentioned that the v-go she was wearing when admitted was removed by hospital staff, so patient no longer has v-go in her possession.